Event description:
On 12-mar-2026, arthrex was notified via email of a case study published in 2014 by the knee surgery, sports traumatology, arthroscopy, titled ¿prospective evaluation of a new plate fixator for valgus-producing medial open-wedge high tibial osteotomy". The study reviewed twenty-eight (28) patients who underwent open wedge high tibial osteotomy (hto) using arthrex peekpower hto plate (2nd generation) to address valgus-producing medial open wedge high tibial osteotomy (owhto). During the twenty-four (24) month follow-up period, one (1) patient experienced a hinge fracture. Source: cotic m, vogt s, feucht mj, et al. Prospective evaluation of a new plate fixator for valgus-producing medial open-wedge high tibial osteotomy. Knee surg sports traumatol arthrosc. Dec 2015;23(12):3707-16. Doi:10.1007/s00167-014-3287-8.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.